Manufacturer narrative:
(B)(4). Physio-control recommended that the customer replace the device because their unit is not serviceable and outside of its warranty period. The customer advised that they have permanently removed the device from service and replaced it with a spare unit from their inventory. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that the on/off button on their device was broken and, as a result, their unit would no longer power on. There was no patient use associated with the reported event.